Event description:
The customer reported observing dried saline around the dilution cup and the reagent carousel on the ortho provue analyzer. The customer suspected the dilution cup had overflowed. The probe did not leak and was not bent. No contamination was detected and no erroneous results reported. An ocd field engineer (fe) visited the site and reported of a fluid leak. No other info was provided regarding this incident. Fluid leak can lead to dilution of reagent / sample, carry over / cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and found that the tubing and nipple on the dilution cup was damaged. The fe reported of a leak that was not noticed until the end of the day. No other info was provided regarding this issue. The fe replaced the components to return the instrument to expected operation. The customer repeated the samples form the previous day. Qc passed. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).